Event description:
It was reported that the patient presented to the clinic experiencing diaphragmatic stimulation. The left ventricular lead exhibited a loss of capture. The lead was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.